Manufacturer narrative:
Upon receipt, this programmer was throughly tested. The programmer would not power on due to a blown capacitor. The input/output printed circuit board was replaced and the issue was resolved.

Manufacturer narrative:
This latitude programmer will be returned to boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during an attempt to upgrade this latitude zoom programmer exhibited a popping noise from inside the machine and emitted a buring smell when connected into the main electricity supply of a boston scientific sales representatives house. No adverse patient effects reported. The programmer will be returned for analysis.